Event description:
The foley catheter was prepared prior to placement and the balloon checked. Foley catheter was placed by rn with no difficulty. There was a small amount of blood noted in the tubing and the doctor was aware. Decreased urine output was noted. The rn attempted to deflate the foley catheter balloon per doctor but was unable to deflate balloon with the syringe. The doctor attempted to deflate the foley balloon with no success. The balloon was deflated with a needle and syringe percutaneously through the scrotum with a 25 gauge needle by a different doctor.